Event description:
Device 4 of 4. Reference MFR report: 3008829311-2017-00869, 3008829311-2017-00870 & 3008829311-2017-00871. It was reported a dura puncture occurred during the patient's drg system permanent implant procedure. Reportedly,when the physician attempted to place the lead, the lead would not advance beyond the intraspinal space. The lead was eventually implanted and the procedure was completed. The physician did not perform a blood patch on the patient. Upon waking, the patient did not have a headache and the physician opted to monitor the patient's status. A company representative spoke to the patient a day after the procedure and the patient reported numbness on their left foot, outside of the leg and into the foot. The representative turned off the stimulation but the numbness persisted. The patient was to follow up with the physician to assess the numbness.

Event description:
Device 4 of 4; reference MFR report: 3008829311-2017-00869, 3008829311-2017-00870 & 3008829311-2017-00871. Follow up identified the patient reported she now only gets numbness in her feet sporadically and dependent on her position. The patient stated she cannot recall if this is different from the numbness she experienced before the implant. The physician reviewed the 3d CT scan and did not see any potential foramenal stenosis or tightness with the drg leads. In addition, no further interventions are planned at this time.